Event description:
It was reported that recurrent noise on the ventricular lead which was detected in vf zone was observed. There were several vf episodes where atleast one antitachycardia pacing therapy was delivered and shocks were aborted. Lead damage was suspected. There were no adverse consequences to the patient. Lead will be replaced. No further information is available at this time.